Event description:
Multiple pts with multiple disposable tubing sets. New straight line tubing was placed in a desferal solution to infuse on pt. Within two hrs of new set up, pt called nurse into room to notify her that the leur-lock vent/port, snapped off. It was possibly caught on bed or bed rails. Pt was not harmed. In order to address these issues the co has taken add'l actions. Ionized air device remounted from above cassette are directly into the chamber that directs air through the cassette, reducing static charge on products, thereby improving vacuuming effectiveness. Relocated ionized air systems and added filtration to capture dislodged particulate on the ultrasonic welder and strengthened preventative maintenance procedures to check and replace filters. Ionized air devices and vacuum boxes added to burette assembly process to enhance particulate removal effectiveness. Increased humidity levels in the assembly areas to reduce static charge on products. Add'l vacuuming of components. Scrapped molded components processed prior to molding improvements made to reduce particulate. Implemented checking of tube coiler for kinks. Associate retaining relative to workmanship issues. Although it is too soon to have developed meaningful trending data with many of the recently implemented improvements, based upon the combined actions taken co is confident that staff will immediately begin to see a reduction in, or elimination of, particulate related issues. Additionally, in an effort to eliminate particulate at the source, co is testing a plastic abs resin to substitute for the existing material traditionally used in spikes, adapters, burette tops and bottoms.

Event description:
Multiple pts with multiple disposable tubing sets. A plastic piece, small white, which likely was something that broke off from a burette was found suspended within the cassette portion of a new straight line IV tubing in tubing. The tubing was entirely changed. A pt's filter was also placed in the new IV tubing set-up. Pt was not harmed. In order to address these issues the co has taken add'l actions. Ionized air device remounted from above cassette are directly into the chamber that directs air through the cassette, reducing static charge on products, thereby improving vacuuming effectiveness. Relocated ionized air systems and added filtration to capture dislodged particulate on the ultrasonic welder and strengthened preventative maintenance procedures to check and replace filters. Ionized air devices and vacuum boxes added to the burette assembly process to enhance particulate removal effectivenss. Increase humidity levels in assembly areas to reduce static charge on products. Add'l vacuuming of components. Scrapped molded components processed prior to molding improvements made to reduce particulate. Implemented checking of tube coiler for kinks. Associate retaining relative to workmanship issues. Although it is too soon to have developed meaningful trending data with many of the recently implemented improvements, based upon the combined actions taken co is confident that staff will immediately begin to see a reduction in, or elimination of, particulate related issues. Additionally, in an effort to eliminate particulate at the source, co is testing a plastic abs resin to substitute for the existing material traditionally used in spikes, adapters, burette tops and bottoms.

Event description:
Multiple pts with multiple disposable tubing sets. Pt called into room by pt's mom at 0010. IV pump beeping "air in line". Upon examining y-line tubing with in-line burette, nurse found an unidentifiable piece of debris. Immediately disassembled set up and hung new tubing and bag etc. In order to address these issues the co has taken add'l actions. Ionized air device remounted from above cassette are directly into the chamber that directs air through the cassette, reducing static charge on products, thereby improving vacuuming effectiveness. Relocated ionized air systems and added filtration to capture dislodged particle on the ultrasonic welder and strengthened preventative maintenance procedures to check and replace filters. Ionize air devices and vacuum boxes added to the burette assembly process to enhance particulate removal effectiveness. Increased humidity levels in the assembly areas to reduce static charge on products. Add'l vacuuming of components. Scrapped molded components processed prior to molding improvements made to reduce particulate. Implemented checking of tube coiler for kinks. Associate retaining relative to workmanship issues. Although it is too soon to have developed meaningful trending data with many of the recently implemented improvements, based upon the combined actions taken co is confident that staff will immediately begin to see a reduction in, or elimination of, particulate related issues. Additionally, in an effort to eliminate particulate at the source, co is testing a plastic abs resin to substitute for the existing material traditionally used in spikes, adapters, burette tops and bottoms.